Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was intermittently displaying "no rate" messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (monitor intermittently displays no rate messages) was confirmed. Upon initial investigation the monitor was found to be fully functional. Further analysis by zoll engineering discovered an intermittent issue with the monitor's front-to-back ECG channel that caused the "no rate" messages the patient experienced. A root cause analysis is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the intermittent front-to-back ECG channel. The patient was issued a replacement monitor.